Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) verified the malfunction. The fse inspected the device and replaced both the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.